Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The fibers within the returned device were wet with indication of blood exposure. The fiber bundle was streaked with blood. A gross visual examination of the dialyzer observed a short fiber at the cavity ID end at approximately 230 degrees with the dialysate port situated at 0 degrees. The dialyzer was subjected to a bubble point test where a steady flow of bubbles (within the location of the observed short fiber) was noted from the cavity ID end potting cut surface. The dialyzer was then subjected to a destructive disassembly to better examine the dialyzer. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, and/or kinked, or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The short fiber identified during the visual examination may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint event was confirmed.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the plant's evaluation.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialyzer. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 150ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was sent back to the manufacturer for evaluation.